Manufacturer narrative:
Device was returned due to infection. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for a follow-up in the clinic due to pocket erosion and infection at the implanted device pocket site. The pocket was noted to have serosanguineous drainage once the incision was made. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead, left ventricular lead, and atrial lead ¿ due to infection. The physician did not allege that the infection was related to any abbott device or procedure. The patient was in stable condition.